Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed the header was firmly attached to the device case. The setscrews moved freely and the seal plugs were intact. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the noise observed during the lead revision procedure.

Event description:
It was reported that during a routine pacemaker follow up, the right ventricular (rv) lead exhibited abnormal measurements. An x-ray was performed that confirmed the lead was fractured. A revision procedure was performed and the lead was explanted and replaced with a non-boston scientific product. However, when connecting the new lead to the existing device, excessive noise was observed. The new rv lead was inserted into the atrial port and there was no noise. Therefore, a new non-boston scientific pacemaker was implanted instead. No additional adverse patient effects were reported. The device was interrogated post-explant and data was submitted to technical services for review. The available data showed the noise observed was consistent with external noise, and the leads appeared to be programmed in the unipolar configuration, which could make them more susceptible to external noise. The explanted device was returned for analysis.

Event description:
It was reported that during a routine pacemaker follow up, the right ventricular (rv) lead exhibited abnormal measurements. An x-ray was performed that confirmed the lead was fractured. A revision procedure was performed and the lead was explanted and replaced with a non-boston scientific product. However, when connecting the new lead to the existing device, excessive noise was observed. The new rv lead was inserted into the atrial port and there was no noise. Therefore, a new non-boston scientific pacemaker was implanted instead. No additional adverse patient effects were reported. The device was interrogated post-explant and data was submitted to technical services for review. The available data showed the noise observed was consistent with external noise, and the leads appeared to be programmed in the unipolar configuration, which could make them more susceptible to external noise. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.